Event description:
The guidewire tip felt loose at the welded portion.

Manufacturer narrative:
As reported by our affiliate, during pci, the physician felt that the welded tip of the guide wire was loose. Therefore, the physician withdrew it from the pt and used another product to complete the procedure. This product is available for testing and evaluation, but the engineering report has not been completed as of this writing. Add'l info has been requested and will be submitted within 30 days upon receipt.